Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax and it is bent along the shaft. Then, the device was connected to the carto 3 system and the device was visualized and recognized correctly; however, error 106 was displayed on the system due to an open circuit on the tip area. Further inspection was conducted on the adhesive used, and it was observed an excessive amount on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The excessive adhesive on the wires could be related to the open circuit observed; however, this cannot be conclusively determined. The root cause of the excessive adhesive is traced to the manufacturing process. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the bent along the shaft could be related to the handling/ shipping of the device. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code¿ and ¿out of box¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code¿ and ¿out of box¿ issues. In addition, biosense webster inc. Analysis finding of the ¿excessive adhesive on the wires¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code¿ and ¿out of box¿ issues. In addition, biosense webster inc. Analysis finding of the ¿open circuit on the tip area¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿bent in the shaft close to the handle area¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-mar-2025 observed reddish material and a hole in the surface of the pebax and bent along the shaft. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 13-mar-2025 and have assessed this returned condition as reportable.